Event description:
Complaint received regarding five ch-10, clave bag spike, lot# is unknown. Report states: leak noted, very small, where clave attaches to spike when spiked into a chemo bag. This happened to one other nurse last week and several times to the nurse with the experience today. Unprotected chemo exposure reported. No adverse patient consequences reported.